Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory on 12/26/2024. The investigation determined that the device serial number and failure identified are within the scope of hhe # (B)(4) and scar # (B)(4) for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly. An investigation identified the device serial number and failure identified are within the scope of hhe # (B)(4) and scar # (B)(4) for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly.

Event description:
The hospital reported that the t.w. Power supply was not getting full energy.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.